Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the device, the pulse generator had reached elective replacement indicator (eri). Previous interrogation in (B)(6) indicated longevity of 1.25-1.5 years until eri. It was confirmed that the device had truly reached eri on (B)(6) 2017. It was suspected that the estimate in june may have been longer than expected. The device was explanted and replaced. The patient was good post procedure.